Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon was unwilling to fill out the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There is one other complaint reported in the lot number. Additional information was requested on 02/23/2009, 02/24/2009, 02/25/2009, and 02/26/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. This report was mailed to FDA on: 03/20/2009.